Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Event description:
Intra op, humeral fracture, small metaphyseal fracture; non-propagating. No treatment, surgical fracture.